Manufacturer narrative:
This supplemental report will be sent to the FDA for the reason in change of reportability from serious injury to malfunction. Photos/images were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the patient allegedly experienced redness, swelling, and neck pain post infusion of anti-cancer agent and anti-coagulation flush. It was further reported that the port body and the distal catheter segment were both removed. Reportedly, a crack was allegedly found on the port catheter segment upon removal. There was no report of patient injury post removal.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is considered adequate. Investigation summary: one MRI powerport isp, one cath-lock, and one 8fr groshong catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for catheter fracture, more specifically, that caused by flexural fatigue. The samples were received with the devices alone, assembled. A straight, circumferential split was observed approximately 6cm distal from the cath-lock. Preferential kinking and leakage during infusion was observed at the split. The split surface was observed to be smooth in texture. Some cracking was observed on one end of the split. Review of the three photographs returned also found a partial circumferential split in the catheter. The review of the two x-rays provided found the images are of low quality and there a few areas that are diagnostic. Images of the actual port are not diagnostic on either radiograph. However, on image 1, there was enough detail on the image to interpret some parts of the image; the right internal jugular central venous port catheter has a high stick without break in the catheter identified. In image 2, there was not enough detail on the image to say if there is a subtle abnormality. The identified splits are typical of flexural fatigue, which is the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the patient allegedly experienced redness, swelling, and neck pain post infusion of anti-cancer agent and anti-coagulation flush. It was further reported that the port body and the distal catheter segment were both removed. Reportedly, a crack was allegedly found on the port catheter segment upon removal. There was no report of patient injury post removal.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported that the patient allegedly experienced redness, swelling, and neck pain post infusion of anti-cancer agent and anti-coagulation flush. It was further reported that the port body and the distal catheter segment were both removed. Reportedly, a crack was allegedly found on the port catheter segment upon removal. There was no report of patient injury post removal.